Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a roux-en-y procedure, the device fired properly throughout the original surgery. The same night after surgery, there was a leak at the jejuno-jejunum junction. White and blue reloads were used on the patient. The patient is still receiving medical care. Two other leaks were found in two other spots as well. The device and reloads were discarded.additional information received on 12/30/2010:the surgeon mentioned that she did not notice anything unusual with the device during the procedure. The staple lines were fine; the device worked properly; no leaks at the time of surgery.